Event description:
It was reported that patient was experiencing heating of the implantable pulse generator (ipg) site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by facility.